Event description:
It was reported that a confirmed motor stall was noted in event logs with no recovery after the patient had an MRI or other medical procedure. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
It was reported that the pump motor stall was caused by an MRI. The stall recovered; "it appears the pump reset to alternate mode; about 20 minutes after initial reprogramming attempt it recovered". The patient did not experience any symptoms. It was noted there was no injury.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2010, explanted: unk. (B)(4).

Event description:
The pump had been stalled for 2 hours and 45 minutes when it was originally reported to be unrecovered. The device system was used to deliver baclofen; the brand of baclofen was unspecified, as well as if it was compounded or not.

Manufacturer narrative:
(B)(4).